Event description:
This MDR is being submitted for the (B)(4) 2013 repair. The bipolar handle (part # mcl34) was returned to mxi for a standard repair in (B)(4) 2013 (exact date is unknown). This repair ((B)(4) 2013) is now classified as a complaint. The device was returned a second time on (B)(4) 2013; it was reported that the surgeon still has issues with the bipolar handle (part # mcl34). There was no reported patient impact.

Manufacturer narrative:
(B)(4). Evaluation results from the second repair ((B)(4) 2013) are below. Mxi analysis indicated when using the instrument the jaws are crossing and the active part of the electrode is going inside the tube. The stopper of the instrument is missing and is responsible for the deficiency. No issue has been detected at the stopper screw thread level. Therefore root cause for the absence of the stopper cannot be determined. Based on the reported information from the second repair (((B)(4) 2013), medtronic will assume the same device malfunction ¿missing stopper¿ occurred on the previous repair ((B)(4) 2013). Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA \(B)(4) was opened to address these issues. (B)(4).